Manufacturer narrative:
The insulin pump was received in with a slightly loose/flush drive support disk. The device passed the selftest, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. A cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed and she was using a pen to treat her glucose level of 580mg/dl. Troubleshooting was performed, and the drive support cap protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.